Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a corroded guidewire and a corroded scalpel was confirmed; however, the root cause was not determined. Two photographs were returned for evaluation. One photograph, 1.jpg, of a guidewire was returned. One photograph, 2.jpg, of a scalpel was returned. An initial visual observation of the photograph 1.jpg shows the guidewire being held above a gauze pad by the complainant. The complainant is pointing at the tip of the guidewire with another component and the guidewire is circled by a photoshop drawn circle. The portion of the guidewire within the circle shows brown particulate which appears to be rust. An initial visual observation of photograph 2.jpg shows a kit scalpel being held above a piece of gauze by the complainant. The blade of the scalpel is thickly covered by brown particulate which appears to be rust. While a corroded guidewire and scalpel was confirmed in the photographs, inspection of those photographs was insufficient to identify the cause of the damage. Potential contributing factors include damage to packaging and contamination of the kit before or after it was sealed. A lot history review (lhr) of redr0299 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redr0299) have been reported from the same facility in china.

Event description:
It was reported that when performing the procedure on(B)(6)2020 , an operator found that the scalpel for skin expansion and the guide wire rusted. It was not used on the patient.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr0299 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redr0299) have been reported from the same facility in (B)(6).

Event description:
It was reported that when performing the procedure on (B)(6) 2020, an operator found that the guide wire rusted. It was not used on the patient.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr0299 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redr0299) have been reported from the same facility in china.

Event description:
It was reported that when performing the procedure on (B)(6) 2020, an operator found that the scalpel for skin expansion and the guide wire rusted. It was not used on the patient.